Event description:
It was reported that there was a hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient had a hematoma. The physician believes that they hit the superficial femoral artery. Another physician was brought in to treat the patient. The patient remained in the hospital overnight and was discharged the next day. There were no other complications that were reported to have occurred. The patient made a full recovery from this event.